Event description:
It was reported that there was noise and high impedance on the right atrial (ra) lead. It was noted there was a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).